Manufacturer narrative:
The unit was visually inspected, and no defect was observed. The stopcocks were in good conditions. Due to complaint description, special attention was given to the filter cap area. Upon magnification, a gap was observed underneath the filter cap top cover (not properly seated); nonetheless, it was firmly attached to the filter cap. Also, blood stains were evidenced inside the gap area. The unit was tested with water (water was dyed with green food colorant as a visual aid). Water was passed through the patient line (from needleless sampling port) to the burette. All lines were inspected for any leakage indication. No leaks were observed. Again, special attention was given to the filter cap area since it was described as ¿the drain appeared to be leaking csf from the 90(°) connection near the anti-microbial filter¿. Initially no leaks were observed, but the line was left filled with water overnight and some humidity could be evidenced underneath the filter cap top cover area. The DHR was reviewed and no anomaly was observed that could have caused the reported condition. No event or nonconformance was recorded for the mentioned lot; thus, the lots complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The complaint is considered confirmed.the gap was noticed upon magnification (not observed at plain sight); also, the filter¿s cap top cover was firmly attached (although not completely seated); therefore, it could not be detected in the routine manufacturing inspection (which verifies for top cover presence and that top cover is not loose). The root cause of this event is supplier related: supplier will be notified of the event. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The sales representative reported on behalf of the customer that an ins8400 accudrain without the anti-reflux valve was being used on a (B)(6) year old male patient for hydrocephalus secondary to subarachnoid hemorrhage appeared to be leaking cerebrospinal fluid (csf) from the "90 connection" near the anti-microbial filter on (B)(6) 2019. The customer noticed a pool of csf on the floor and initially thought there was a hole in the bag. After further inspection, they traced it back to the filter area. A moderate amount of csf , "several puddles" were on the floor. At the time of the incident occurred, the patient was not moved or being moved at all. The ventriculostomy remained in place; the defective drainage system was replaced on (B)(6) 2019. Patient outcome was reported as no evident patient harm; patient was still being treated.